Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer answered ¿yes¿ to the survey question "are you aware of any events associated with an interruption of communication or power between pc unit and modules?" There was no reported patient impact.